Event description:
The laser system has the following problem: "unit has destroyed 5 resonator mirrors, yag rod was replaced".

Manufacturer narrative:
We are waiting for add'l info from the distributor.